Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, the endotoxin results were within acceptable limits. There was no evidence to suggest that any aspect of these devices was responsible for the reported incident. The assessment by lenstec's medical monitor stated that we have no concrete information surrounding preoperative, surgical, or postoperative details. Therefore, no further action from lenstec is recommended at this time.

Event description:
Lenstec received an email stating "suspected tass symptoms.".